Event description:
During a left knee arthroscopy with meniscus repair utilizing the fast-fix 360 curved ndl delivery sys, it was reported that when the surgeon deployed the first t-implant, both t1 and t2 implants were deployed together. It can be seen via arthroscopy. So the surgeon cut off the suture and took out both implants together. We opened another fast fix 360 and proceed with the surgery. There were no reported patient injuries or complications. Additional information received confirmed that both t-implants were pulled out and remove from patient's body.

Manufacturer narrative:
Insertion needle was severely bent rendering the actuator ineffective. Product evaluation: one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿both t1 and t2 implants were deployed together.¿ only the insertion needle with no implants/suture construct was received. The insertion needle was severely bent rendering the actuator ineffective. Without the full complement of the device, the complaint mode cannot be confirmed. The issue is being assessed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).